Manufacturer narrative:
(B)(4). The lot was manufactured from january 8, 2014 to january 9, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a large volume infusor over infused. The infusion was completed within seven to eight hours. The expected infusion rate is unknown. The device was filled with 8 g of flucloxacillin in an unknown volume of fluid. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.